Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the tube was broken when opened by the radiologist before putting into patient, prior to priming.

Manufacturer narrative:
The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A sample was received. After a visual inspection was performed, a tube was found to be broken. The reported issue was confirmed. A root cause could not be determined. A formal corrective and preventative action has been opened to address this issue. The investigation will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.